Manufacturer narrative:
E1 initial reporter phone: (B)(4). The device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided one photo for the evaluation. It showed that leaking was detected between the tube and the luer connection, confirming the failure mode "connector issue" was confirmed. Since the sample was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history review was performed but the lot number documented does not correspond to an existing lot number for a product.

Event description:
It was reported that the connector end had snapped off between the administration line and the tubing coming from the cassette. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Additional information was received, the list number and lot number were provided. D4: lot, catalog, and primary UDI number are updated.